Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that everything was fine until electrical shocks were felt near the implanted device. The shocks corresponded to the timing of the shocks that the device sent to the patient¿s stomach where the electrodes were attached. They kept getting stronger and in (B)(6) 2015, they got painful and the patient had the device removed. During the surgery to remove it, it was found to be upside down in the pocket. The manufacturers¿ examination of the device showed no problems with the device. The patient had a hard time believing the device was not discharging electricity in the surrounding pocket where the shocks were felt. The patient wondered why the device flipped in the pocket and why there were shocks even if it was upside down. It was also noted a device that size flipping in the pocket should have been felt. The patient did not have issues with the previous device she had for 7 years nor with the new device which was put in. Since she had the new device, there were no shocks. The new device was attached to the hand held computer and it showed no problems and was working correctly. Hospitalization was noted. There was no further information provided about this event. See medwatch (mw5059398). Previous device replaced for eol- non complaint- see general text.